Event description:
It was reported there was a connection issue between the minicap transfer set and cassette. The patient was unable to disconnect from the patient line and had to cut the line to disconnect. This occurred after use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
G1: the device was manufactured at one of the following facilities: baxter healthcare - mountain home 1900 n highway 201 mountain home ar 72653 united states baxter healthcare - dominican republic carretera sanchez km 18.5 parque industrial itabo, piisa haina, san cristobal 91000 dominican republic the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information added to d1, d4: catalogue #, d4: unique identifier (UDI) #, d9, g1, g4: PMA/510k # or bla #, h3, h6, and h11: d4: the lot number is unknown, therefore, only a primary di number could be provided. H11: the amia patient adapter was received for evaluation attached to the female connector of the transfer set. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The transfer set was connected and disconnected using the returned patient connector by hand and no issues were observed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.